Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 145 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported to carefusion that the ltv 1150 ventilator was on a patient during a patient death. The customer confirmed that there was no patient harm and the hospice patient died as expected. The company has sent the ventilator to carefusion for evaluation per their company protocol, to verify the performance of the unit the after death. There is no allegation of a malfunction or issue with the ventilator.